Manufacturer narrative:
This device remains implanted thus no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure a pericardial effusion resulted from a perforation with this right ventricular (rv) lead. A drain was applied for a couple days. Finally, an echocardiogram was taken which showed the fluid was gone, and the drain was then extracted. The implant was completed successfully and the device remains implanted.